Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device could not be advanced onto the guide wire into the patient anatomy. The method of achieving hemostasis was not reported. The physician is reportedly trained in the use of the proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to insert the proxy guide wire was confirmed. Av reviewed the lot history record and there were no manufacturing nonconformities. The complaint handling database was reviewed and there were similar events identified from this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.